Manufacturer narrative:
Qn#(B)(4). UDI#(B)(4).

Event description:
It was reported that: "(B)(6) 2024, the doctor found the swg kinked during use on the patient. The swg was removed from the ars. The patient condition is fine, no harm for patient. They changed a new one to resolved the issue. No medical intervention was performed."

Manufacturer narrative:
(B)(4). Correction to section d.4. UDI was updated from (B)(4) to include the full UDI. The customer returned one, opened cvc kit including one guide wire within its advancer for analysis. Signs of use were observed on the guide wire. The guide wire was observed to have two kinks towards the center of the body and one bend towards the distal end of the body. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guide wire were located 309 and 325 mm from the proximal tip. The bend in the guide wire was approximately 35 mm from the distal tip. The overall length of the guide wire measured 602 mm, which is within the specification per guide wire product drawing. The outer diameter of the guide wire measured 0.804 mm, which is within the specification per guide wire product drawing. The guide wire was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The undamaged portions of the guide wire passed through both components with little to no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The guide wire product drawing was reviewed as part of this complaint investigation. The IFU for this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested.". The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire had two kinks towards center of the body and one bend towards the distal tip. The returned guide wire met all relevant dimensional/functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature. Corrected data.

Event description:
It was reported that: " (B)(6) 2024, the doctor found the swg kinked during use on the patient. The swg was removed from the ars. The patient condition is fine, no harm for patient. They changed a new one to resolved the issue. No medical intervention was performed.".